Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the hasson cone was found to have crack in clamp part. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did follow up and obtain additional information. No fragment fell inside the patient. No broken part was detached completely from the hasson cone. Patient information was not provided. Review of the provided image is consistent with reported complaint of cracked hasson cone. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary failure of 'hasson cone broken' to be related to the customer reported complaint. The hasson cone was found with the white clamp collar broken. No pieces were missing. The collar was found broken but still secured at the top of the cone. The collar allows the cannula to rotate independent of the hasson cone for robotic use. Probable root cause of the failure mode broken hasson cone are typically attributed to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces.

Event description:
Refer to h11 for follow-up information.